Event description:
Related manufacturer report number: 2916596-2022-13969. It was reported that the patient had driveline power fault alarms. A review of the log files revealed constant driveline power faults starting on (B)(6) 2022 at 1704 and continuing for the remainder of the log. The pictures supplied showed a couple areas of rescue tape and a kink in the cable on the proximal side of the modular cable. Additional information revealed that the power fault alarm resolved after the modular cable and the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm can be confirmed based on investigation findings of the returned modular cable and the events recorded in the provided log files. Visual inspection revealed the returned modular cable was in used condition. There were several locations where the cable was kinked. There was a slight discoloration on the outer jacket, a dark brown discoloration on the inline connector bend relief and yellow discoloration on the controller driveline connector bend relief. The pins inside the controller driveline connector and the inline connector appeared unremarkable. The returned modular cable was connected to a test system controller, a test pump, power module/system monitor. The system activated a driveline power fault alarm as reported. The polyurethane sleeve, kevlar shielding, and bionate were removed to examine the 6 underlying wires. Visual inspection revealed the brown wire which represents the power a line was broken/severed approximately 19 inches from the controller driveline connector. There were several locations where the wires were kinked (~4.5 inches, 12-14 inches, 16 inches, and 19 inches). There was a small damage to the red wire insulation (power b line) at the kinked section (4.5 inches). The provided event log file contained data recorded from august 31 to september 10, 2022. The recorded information revealed the system maintained the set speed with no active alarms until september 10 when at 4:46 pm a driveline power fault alarm associated with a power a line being broken became active. The system continued to operate at the set speed with the alarm being active. The periodic log file contained events recorded from july 30 to september 10, 2022. The recorded data did not add any new information regarding the reported event. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev d, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook, rev d, under section 4 ¿living with the heartmate 3¿ cautions the user how important is to protect the driveline: do not twist, kink, or sharply bend the driveline. Twists, kinks, or sharp bends can cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline does become twisted, carefully turn the system controller to unravel the driveline, turning until the driveline is no longer twisted. Avoid pulling on or moving the driveline, especially as the skin exit site is healing. Pulling on or moving the driveline can damage tissue at the exit site. Exit site trauma or tissue damage can increase the risk of getting a serious infection. To avoid pulling on or moving the driveline at the exit site, stabilize the driveline at all times. Call hospital contact if any change is observed in how the pump works, sounds, or feels. Never use tools to tighten power cable connectors. Securely hand tighten only. Using tools may damage the connectors. Damage to electrical wires inside the driveline can occur even if the damage is not visible. Be alert for signs of driveline damage, including, but not limited to: the system controller alarming when the driveline moves or when body position changes. High pulsatility index (pi) readings on the system controller. Feeling pump vibrations. Fluid oozing from the external portion of the driveline. Device stoppage. Rules for driveline care: do not sharply bend or kink the driveline. If you carry the system controller in a carrying case, be careful that you do not ¿catch¿ the driveline in the zipper. Allow for a gentle curve for your driveline. Do not severely bend or kink the driveline. Do not wrap the driveline tightly. Keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Do not pull on or move the driveline going through the skin. When checking that the controller driveline connector is fully inserted in the system controller socket, gently tug on the end of the connector. Do not pull on the driveline. To avoid pulling on or moving the driveline at the exit site, stabilize the driveline at all times. Be aware of where your system controller is at all times. It is important to protect it from falling. Dropping the driveline can make it pull on the driveline exit site. Report any drops of the system controller to your hospital contact. Do this right away, even if everything seems fine. If the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Use care to keep the driveline from snagging or catching on anything that can pull on or move the driveline. Check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Per the additional information the modular cable lot#: was8396528. The device history records were reviewed and the record revealed the modular cable was manufactured in accordance with manufacturing and qa specifications. Per salesforce (patient products) the modular cable listed for the patient was lot#: 7221682 on 16jan2020. The device history records were reviewed and the record revealed the modular cable was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.